Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review not possible because not number not known. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed. The root cause of the skin irritation and blisters is not known. End user's weight not known so estimation used.

Event description:
It was reported that an end user developed skin irritation and blisters under the hollister barrier. He believes it was from not changing his barrier when stool was leaking under it. The doctor prescribed a fungus powder. He states his skin has now cleared up.